Event description:
Device 2 of 2. Reference MFR report 1627487-2011-07085. The pt received a scs system on (B)(6) 2010 consisting of 4 leads from 2 different lots. It was reported on (B)(6) 2011 that the doctor decided to replace pt's leads for sub-sensory therapy because he was concerned the therapy was not effective. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.